Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss for multiple hardwired bedside monitor's (bsm's) after their facility experienced a brief power outage. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for multiple hardwired bedside monitor's (bsm's) after their facility experienced a brief power outage. No harm or injury was reported.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for multiple hardwired bedside monitor's (bsm's) after their facility experienced a brief power outage. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) started displaying comm loss for multiple hardwired bedside monitor's (bsm's) after their facility experienced a brief power outage. No patient harm or injury was reported. Investigation summary: the root cause for this event is likely related to power loss. The customer acknowledged a brief power outage on the date of the reported event. The customer noted finding a fiber port at the switch had gone to sleep. The customer reseated the fiber which reactivated the port and then confirmed that data was transmitting. This resolved the reported issue.